Event description:
Per pharmacist's narrative, pt stated needles were too small and had leakage. Dosing: use pen needle for insulin injection. Dose or amount: 1 units, frequency: prn, route: sq. Dates of use: (B)(6) 2018 through (B)(6) 2018. Event abated after use stopped or dose reduced? Yes.